Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 27th feb 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.the sensor was returned and investigated; however, the sensor did not reveal any malfunction from the return material analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the in vivo raw data revealed optical instability in the signal and reference channels from (B)(6) 2025 onwards which most likely contributed to the inaccuracies observed by the user. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4: date of this report 27 may 2025. G3: date received by the manufacturer? 27 may 2025. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.